Event description:
It was reported that after approximately 42 hours of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss in iab circuit alarm. Blood was confirmed in the extension tube and entered the iabp. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the iab involved in the event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-03935.

Manufacturer narrative:
Initial reporter occupation: clinical engineer event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath .the returned non- maquet sheath was over the catheter. Two kinks were observed on the catheter tubing approximately 74.4cm and 73.9cm from the iab tip. The three-way stopcock was returned. The inner lumen was found to be occluded and the occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing, was performed and a leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Correction to emdr follow up #2 to field h10: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath .the returned non- maquet sheath was over the catheter. One kink was observed on the catheter tubing approximately 74.4cm from the iab tip. The three-way stopcock was returned. The inner lumen was found to be occluded and the occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing, was performed and a leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference compaint (B)(4).

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath. The returned non- maquet sheath was over the catheter. Two kinks were observed on the catheter tubing approximately 74.4cm and 73.9cm from the iab tip. The three-way stopcock was returned. The inner lumen was found to be occluded and the occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing, was performed and a leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).